Event description:
The sales representative reported on behalf of the customer, that the 60-6085-202a, vcare 200a ¿ large was being used on (B)(6) 2024 during an unknown procedure when it was reported ¿device broke/fell apart into multiple pieces. All pieces were identified and removed safely from the patient. No injuries occurred¿. The procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6085-202a in unoriginal package. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. The device was returned completely disassembled. Root cause cannot be identified however based upon the evaluation and photographs, a possible cause for this issue is the use of excessive force during removal of the device from the patient. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows a total of 4 devices for this lot number and failure mode however, only 3 are confirmed. A two-year review of complaint history revealed there has been a total of 47 complaints, regarding 51 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anticlockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the 60-6085-202a, vcare 200a ¿ large was being used on (B)(6) 2024 during an unknown procedure when it was reported ¿device broke/fell apart into multiple pieces. All pieces were identified and removed safely from the patient. No injuries occurred¿. The procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text: device not yet received.